Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The lot number has been requested. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported finding a white particle during phaco. Additional 0-15 min increase in surgery. No impact to the patient.

Manufacturer narrative:
It was originally reported that the disposable pack was discarded by the user facility. A bl5114 pack was received in a plastic bag and evaluated. In addition, an unknown I /a handpiece was returned loose in the pack tray. With the return items, the reporter included the reference number for this event as well as the reference number for the event captured under MDR 0001920664-2022-00089 indicating it is unclear which event the pack relates to. The product evaluation has been completed. One opened bl5114 pack from lot x1586 was returned in a plastic bag and an unknown irrigation/aspiration handpiece was returned loose in the pack tray. The assembly was dirty with fluid in the lines and in the collection cassette. Fluid has leaked out of the assembly and is all over the components and tray and inside the plastic bag. No white particles were observed in the cassette or the dirty fluid. Inspection of the I/a handpiece found that the tip has debris inside. The I/a handpiece was flushed with hplc grade water and multiple white-ish colored particles were found. The largest particle is hard to the touch and is approximately 298 microns long by 164 microns wide. Evaluation of the particle was performed by an outside lab. The particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the particle consists primarily of calcium and phosphorus. Lesser concentrations of oxygen, carbon, sodium, magnesium, and silicon were also detected. This is consistent with calcium phosphate and mineral deposits. Neither material are a component of the bl5114. The source of the particle cannot be determined. The device history record (dhf) was reviewed and found to meet manufacturing specification. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
Additional information: d4 lot number added. The disposable pack was discarded by the user facility. The particle was collected and will be evaluated upon return. The device history was reviewed and found to meet manufacturing specification. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Investigation is ongoing.